Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2023 was filed inadvertently. No explantation or serious injury has occurred. This report is submitted on february 8, 2024.

Manufacturer narrative:
This report is submitted on march 31, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.